Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient with history of deep vein thrombosis had a retrievable filter deployed below the level of the renal veins. Approximately two weeks post filter deployment, the patient underwent right total hip arthroplasty. Approximately one month post filter deployment, the patient was admitted to the hospital with fever and chills. Chest x-ray partially visualized the ivc filter. The patient was discharged approximately two weeks later with diagnosis of sepsis, mrsa infection of hip, and infected right total hip arthroplasty status post poly exchange and removal of stem and revision of stem. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava and filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and one week post filter deployment, a computed tomography (CT) scan of abdomen and pelvis without oral or intravenous contrast was performed and result showed that the superior extent of the filter was at the mid l2 vertebral body and the inferior extent was at the inferior l3 vertebral body. A total of six prongs have perforated the inferior vena cava. Maximum distance of prong perforated was 4 mm. Coronal images showed 2-degree tilt of filter from right-to-left and the sagittal images showed 9-degree tilt posterior to anterior. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava and filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.